Manufacturer narrative:
The following devices were also listed in this report: triathlon p/a cr beaded #7r; cat # 5517f702; lot # ddh4d. Triathlon asymmetric x3 patella; cat # 5551-g-401; lot # pa98. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: as noted on the 7yr visit of the follow-up questionnaire (collected over the phone), the subject noted no to their satisfaction with the right knee replacement. The subject stated "about 80% satisfied, not what expected, never regained feeling in foot and knees, always warm." The subject also stated that he does have knee pain, only when he stands up after sitting awhile. The subject has not had surgery on the knee since the last study visit/contact. Visit was conducted remotely, thus there are no radiographs to provide, or physical exam notes from pi.